Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The care giver stated the transfer set had disconnected from the patient line. The care giver attempted to reconnect the patient to clear the alarm. The technical service representative (tsr) explained the alarm to the care giver and advised the patient would need to start therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.